Event description:
The customer contact reported the pt received less medication than intended. The tubing set was being used to deliver an unspecified volume of normal saline via a symbiq pump. The male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site of the tubing set for weight based piggyback delivery of an unspecified concentration of decitabine. No further programming parameters were provided. It was reported that after the secondary medication was delivered, the pump alarmed for air in line; however, the nurse expected the pump to alarm for proximal occlusion. It was reported that the ball in the drip chamber of the tubing set was expected to cause the pump to alarm for proximal occlusion after the volume of secondary medication was delivered. The customer contact reported that the nurse noted a column of air had reached the cassette and that an unspecified volume remained in the tubing distal to the cassette of the tubing set. It was reported that the air in the tubing set prevented flushing of the remaining unspecified volume of decitabine with normal saline to the pt. The tubing set was discarded according to the user facility's policy. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.